Manufacturer narrative:
Section h6 evaluation code method - additional code aded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator failed the short self test with an autozero offset failure message. Although the customer reported that there was not a patient attached to the device, the reported codes only occur during ventilation. In addition, a review of the ventilator logs indicates that the device entered backup ventilation (buv). The device was available for evaluation. The service personnel (sp) inspected the ventilator, identified code in memory and replaced the pneumatic interface (pi) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the event was isolated in the field to a potential fault in pi pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator failed the short self test with an autozero offset failure message. The ventilator was not in use on a patient at the time of the reported event. Although the customer reported that there was not a patient attached to the device, the reported codes only occur during ventilation. In addition, a review of the ventilator logs indicates that the device entered backup ventilation (buv).

Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation codes updated due to part return and analysis result code - additional code added conclusion code - remove d02 and add d15 component code - remove g02005 and add g02001 h3: device evaluation summary:updated due to part return and analysis medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator failed the short self test with an autozero offset failure message. Although the customer reported that there was not a patient attached to the device, the reported codes only occur during ventilation. In addition, a review of the ventilator logs indicates that the device entered backup ventilation (buv). The device was available for evaluation. The service personnel (sp) inspected the ventilator, identified code in memory and replaced the pneumatic interface (pi) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One pi pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no mal function or product deficiency observed. Although the pi pcba was replaced in the field, the returned pi pcba was tested satisfactorily. With the information available a likely cause could not be determined. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.